Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava approximately eleven years and one-month post implant. The patient reported experiencing four deep vein thromboses (dvt) of the left leg-ankle, knee, calf and thigh and has constant worry. According to the implant record the indication for the filter implant was dvt with pulmonary embolus and the need to discontinue anticoagulation for a laparoscopic cholecystectomy. The filter was placed via the right femoral vein and deployed below the level of the lowest renal vein, on the left side. Right and left sided ileofemoral venograms were performed confirming no signs of dvt or abnormalities of the vena cava. Completion vena cavography confirmed excellent position of the filter, no angulation and no extravasation of contrast. The filter was halfway between the renal vein and the iliac vein confluence. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombosis within the filter and/or vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided the reported event could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) with pulmonary embolus. The patient had to discontinue anticoagulation therapy due to need for laparoscopic cholecystectomy. The filter was deployed via the patient's right femoral vein. Right and left sided ileofemoral venograms were performed confirming no signs of dvt or abnormalities of the vena cava. The inferior vena cava filter was then positioned below the level of the lowest renal vein on the left side. It was then deployed in the standard manner. Completion vena cavography confirmed excellent position of the filter, no angulation and no extravasation of contrast. The filter was halfway between the renal vein and the iliac vein confluence.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient stated that they experienced four dvt (left leg-ankle, knee, calf and thigh) and she worries constantly. The patient became aware of the reported events approximately eleven years and one months after the index procedure.